Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. The syringe needle was reinserted and the cartridge was successfully filled. There was no reported adverse impact to the customer's blood glucose level.